Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 33 mg/dl. Customer¿s blood glucose was 197 mg/dl at the time of call. Customer's blood glucose level at the night was 313 mg/dl. The customer was treated with insulin pump. The reservoir will not be returned for analysis.